Manufacturer narrative:
The samples have not been received by the MFR yet. Should the samples be received, a complete follow up report will be sent as soon as it is available.

Event description:
Incident reported as: during the operation, the trocar leaked carbonic gas. This trocar was changed and that solved the leak problem. During the extraction of the vesicle, the doctor saw a small plastic joint in the abdominal cavity. This joint corresponds to an element of the trocar which was changed. This small part was immediately withdrawn with no clinical consequence. No pt injury reported.